Event description:
It was reported that during an implant attempt, the patient suddenly had ¿bad status¿, so the physician stopped the implant procedure and rescued the patient. The ventricular leads were ¿polluted/damaged¿ during rescuing, so the physician replaced them with new leads and the implant procedure continued. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during an implant attempt, the patient suddenly had ¿bad status¿, so the physician stopped the implant procedure and rescued the patient. The ventricular leads were ¿polluted/damaged¿ during rescuing, so the physician replaced them with new leads and the implant procedure continued. No further patient complications have been reported as a result of this event. 2014 (B)(6): it was further reported that the patient¿s symptoms were caused by patient¿s own medical condition, not related to product. The physician stopped the procedure, and did the implant the next day. The leads were not used because, they were not sterile anymore.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).